Event description:
It was reported that during a percutaneous coronary angioplasty (ptca) procedure, removal difficulties were encountered. The concentric 70% stenotic denovo lesion was located in the distal segment of the moderately tortuous and calcified posterior descending artery. The 3.5mm x 20mm maverick balloon catheter was advanced to the lesion and inflated. The number of inflations and to what atmospheres of pressure (atms) are unknown. During withdrawal of the deflated balloon catheter, the physician reported that "significant resistance" was encountered. After "striving to withdraw" the balloon catheter, the physician was able to remove the device intact. Upon inspection, the physician noted that the distal portion of the balloon catheter shaft was "elongated". The procedure was completed with another of the same device. No patient injury or complications were reported. The patient's condition was reported as "stable".

Manufacturer narrative:
Returned product analysis verified the difficulty stated in the complaint. A visual examination of the returned device found that the hypotube was kinked inside the strain relief at the base of the manifold. An examination of the midshaft extrusion found that it was severely stretched. Both the kink and the stretched shaft are consistent with excessive force having been applied to the device through some form of restriction. An examination of the balloon found that the balloon was refolded correctly. The most probable root cause is determined to be operational context due to anatomical / procedural factors encountered during the procedure which limited the device performance. A review of the manufacturing documentation for this particular batch shows that the device met its material, assembly and product specifications at the time of its release to distribution.